Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 was failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer shut down the device, removed the back panel, checked the pyxibus cable, adjusted the back plate on the drawer, pressed in the row board cable, and also pressed down on all row board connections in drawers 2.1 and 2.2. The device was rebooted, and the drawer was tested in the hardware test application. The customer inventoried the medication in the drawer. The system functioned as intended after the field service engineer repaired the device.